Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-7229-12 fiberloop had the needle separate from the fiberwire after passing through the tissue. This was discovered during use in a ucl internal brace procedure performed on (B)(6) 2021. The broken piece of needle was successfully retrieved from the patient and the procedure was completed. The representative claimed that this issue has happened multiple times in unspecified procedures with the fiberloops in the batch they have.